Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygen levels in blood could not be increased and the user facility was unable to properly oxygenate the blood upon re-warming. They continued to push on and finish case with oxygenator. They felt that it worked but not as well as it should have worked. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 01, 2018. (B)(4). The returned sample was visually inspected upon receipt and found that the purge line tube had been cut off. No other anomalies noted. After having been rinsed and dried, actual sample was tested for its gas transfer performance in accordance with the factory's shipping inspection protocol. No anomalies were revealed and the obtained values met the factory specifications. The investigation result verified the actual sample to be a normal product with no issues in the gas transfer performance. Based on the provided information, the reported issue happened when they were rewarming the patient. It is most likely that the rewarming activated the patient's metabolism. By this o2 consumption volume was increased, leading to a decrease in svo2 and decrease in pao2. A definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.